Manufacturer narrative:
The agent reported a revision surgery due to seroma post total hip arthroplasty. Complaint has been evaluated and is similar to report number 1644408-2025-00051; 508-36-107, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.